Event description:
Additional information was received from the consumer reported the stimulation would sometimes turn off. They were charging when they felt the loss of therapy. The stimulation turning off was not related to positional movement. It was suspected the patient may be accidentally hitting the ins off button when he would charge.

Manufacturer narrative:
Concomitant: product ID 3387s-40, lot# va0a55t, implanted: 2014-(B)(6), product type lead. Product ID 3387s-40, lot# va0b9t9, implanted: 2014-(B)(6), product type lead. Product ID 3708660, serial# (B)(4), implanted: 2014-(B)(6), product type extension. Product ID 3708660, serial# (B)(4), implanted: 2014-(B)(6), product type extension. Product ID 37651, serial# (B)(4), product type recharger. Product ID neu_ptm_prog, product type programmer, patient. (B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) had turned off four times since implant, most recently on (B)(6)-2015. This was followed by the patient shaking each time; his indications for use were parkinson's dual and movement disorders. It was unknown if the ins was depleted after the instances, except the most recent; it was not specified if there was depletion or not. The patient had a loss of stimulation, even though the programmer showed it was on. The patient also experienced sickness, nausea and dizziness, several times since implant. It happened when the doctor adjusted the patient's settings or when the ins was off and turned back on no reason for the ins turning off, no interventions, and no patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.